Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse test drove the system and showed the customer why the arms might drift while the surgeon's head is in the console viewer. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon noticed the right master tool manipulator (mtmr) was drifting. The procedure was completed. No known impact or patient consequence was reported.